Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a hernia and on an unreported date, the patient underwent hernia repair. The patient reported that in (B)(6) 2014, she visited the emergency room with hernia pain but was not hospitalized for the event at that time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unreported date; the patient was hospitalized and on an unreported date during the hospitalization, underwent a hernia repair surgical procedure. Dianeal therapies were ongoing. The patient was recovered from the event. No additional information is available.